Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced. The patient was fine after the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis narrative: final analysis found that the insulation was abraded at 19.7 cm to 20.3 cm from the connector pin, which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. The damage found likely contributed to the reported lead noise.